Manufacturer narrative:
(B)(4). What kind of procedure? Anterior resection. On what tissue type was the device used? Rectum. Was the device fired over thick tissue? No. Did the surgeon waited the recommended 15 seconds after closing and before firing the device? Yes. What was the quality of tissue in the area where the device was fired? Good (no oedema or infection). What were the patient¿s pre-op diagnosis? Diverticulitis. If applicable, does the patient have a history of receiving radiation or chemotherapy or a relevant history of surgical treatments? No. What purse string technique was used or what purse string technique does this surgeon normally use? Hand tied purse string. Was the spike of the trocar inserted lateral or through the staple line? Lateral. How thick was the tissue, was it evenly and tension-free distributed in the instrument?thin; tension-free. Was the anvil put on the trocar exactly horizontally? Yes. Putting the anvil on the trocar were any graspers used? Yes. Was the device completely fired plastic to plastic? Yes (cutting ¿snap¿ was heard clearly by complete operation team). What confirmation did the surgeon receive that the anvil was firmly attached to the trocar of the device? Both me (grasps) and the assistant (rectal) felt the connection click. When the device was fired, what was the location of the indicator within the gap setting scale (top/thin, middle/medium, bottom/thick)? Mid-green. Was the instrument fired across or near an existing staple line or clip? Most approximate staple line > 3 cm. How was it confirmed that the device was fully fired, plastic to plastic, (crunch, lever compressed until unable to fire further, etc.)? Cutting ¿snap¿ was heard clearly by complete operation team). Were any unexpected noises heard? No, all procedure went conform manual. Were any of the forces higher or lower than expected (closing, firing, or opening)? No after firing, did the firing handle automatically return to its original (pre-fired) position without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Were any additional steps taken to confirm successful anastomosis (leak test, donut confirmation, etc.)? Donut-confirmation (ok); leak test (positive!) Can you please confirm that no staples were seen or were there still (a few) staples present but not formed properly? Not one single staple. What is the current status of the patient? Good.

Event description:
It was reported that during an unknown procedure, the instrument did not contain any staples. A colostomy was performed. Additional information has been requested, no response has been received to date, a supplemental report will be sent upon receipt of additional information.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. In addition, to the device analysis, intra operative photographs were received. The anastomosis appears as to have no staple present in the tissue. The staples may have been inadvertently deployed during device placement and found laying the bowel segment. There were two complete tissue donuts observed which could have occurred when the firing trigger was pulled far enough to transect the tissue. Photographs did not provide any conclusive evidence of what have caused the reported event. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.